Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized with diabetic ketoacidosis. The blood glucose results at the hospital were not provided. The patient was treated with insulin. It is unknown how long the patient was in the hospital. The infusion device was requested to be returned for product evaluation.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized with diabetic ketoacidosis. The blood glucose results at the hospital were not provided. The patient was treated with insulin. It is unknown how long the patient was in the hospital. The infusion device was requested to be returned for product evaluation. *after release from the hospital, the physician assumed that the diabetic ketoacidosis was due to hormone fluctuations.